Event description:
It was reported that the sheath separated from the hemostasis valve during removal from the pt. The sheath had been in use for two days and no problems were noted. There were no pt complications.